Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted at this time. In a call placed to technical services on (B)(6) 2018 it was noted that the pacing percentage of this lead was only at 29% which is lower than expected. It was also observed that it was oversensing the atrium. Technical services suggested programming changes. The physician was unknown at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).